Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 3.5 inr/5.01 inr; 2.7 inr/3.9 inr no actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.